Event description:
It was reported that during an implant procedure that the when the right ventricular (rv) lead helix was deployed there was no capture at high output and there was high pacing impedance. It was also noted that the lead helix would retract back into the lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported events were no capture, high pacing lead impedance, and helix mechanism issue. The reported events of no capture and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil at the connector region overtorqued consistent with procedural damage. After cutting the lead and cleaning the distal portion, the helix could be extended/retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of the helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil.